Event description:
As reported by the user facility: b braun IV pump was set to infuse 250ml from the primary line and then stop. Pump programmed correctly. Infusion began and pump stopped short of infusing 250ml causing a delay in delivery of infusion. Pump programming double checked and programmed correctly.

Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of b braun (B)(4) (the MFR), and (B)(4) (the importer). This report has been identified as b braun (B)(4) internal report # (B)(4). B braun med inc formed a cross-functional working group with members from quality, engineering, service, sales, clinical and technical support and product mgmt with the purpose to investigate and bring resolution to the events reported to b braun from (B)(6) hosp. The MFR's investigation into this reported event is currently ongoing. A follow up report will be filed when the investigation is completed.